Event description:
Event verbatim [preferred term] redness and burn blisters at application site [burns second degree]. Case narrative:this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number s00640, expiration date oct2019) from (B)(6) 2018 for an muscle tension transdermal. The patient's medical history was reported as none. Concomitant medications were reported as none. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication and was tolerated. On (B)(6) 2018, the patient used one heatwrap for the shoulder and neck and experienced burn blisters. It was reported there was redness and formation of blisters in the whole are where the heatwrap had been applied. Sequelae such as formation of a scar was not expected. The patient had not taking any other medications at the time of the event. Action taken with the suspect product was permanently withdrawn on (B)(6) 2018. Therapeutic measures included cooling, burn and wound gel and ibuprofen 400mg. No surgical intervention was required as a result of the event. Clinical outcome of the event was resolved on (B)(6) 2018. Additional information has been requested and will be provided as it becomes available. Follow-up (11apr2018): new information received from a contactable pharmacist included: patient details, no medical history, past product history, suspect product indication, suspect product start/stop dates, action taken with the suspect product, no concomitant medication, therapeutic measures taken, reaction data (event thermal burn updated to burns second degree), event onset date, event outcome and event recovery date. This case was upgrade to serious and reportable. Follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports a heat wrap caused burned skin. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] redness and burn blisters at application site [burns second degree]. Case narrative:t his is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number s00640, expiration date oct2019) from (B)(6) 2018 for a muscle tension transdermal. The patient's medical history was reported as none. Concomitant medications were reported as none. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication and was tolerated. On (B)(6) 2018, the patient used one heatwrap for the shoulder and neck and experienced burn blisters. It was reported there was redness and formation of blisters in the whole are where the heatwrap had been applied. Sequelae such as formation of a scar was not expected. The patient had not taking any other medications at the time of the event. Action taken with the suspect product was permanently withdrawn on (B)(6) 2018. Therapeutic measures included cooling, burn and wound gel and ibuprofen 400 mg. No surgical intervention was required as a result of the event. Clinical outcome of the event was resolved on (B)(6) 2018. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "a heat wrap caused burned skin". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (11apr2018): new information received from a contactable pharmacist included: patient details, no medical history, past product history, suspect product indication, suspect product start/stop dates, action taken with the suspect product, no concomitant medication, therapeutic measures taken, reaction data (event thermal burn updated to burns second degree), event onset date, event outcome and event recovery date. This case was upgrade to serious and reportable. Follow-up (21may2018): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.